Event description:
It was reported that the patient experienced a low blood glucose reported at 67 mg/dl after announcing lunch twice on the ilet system in an attempt to reduce postprandial elevations of 252 mg/dl, with glucose subsequently trending downward. The patient used oral carbohydrates (orange juice) and stabilized, and the ilet provided alerts via the connected g7 continuous glucose monitor (cgm). Symptoms included no reported clinical manifestations of hypoglycemia and hyperglycemia. Outcomes included transient low glucose that resolved with self-treatment without hospitalization. Investigation included troubleshooting and education on correct meal announcement practices and the instruction not to use meal announcements as correction doses. Investigation of this case revealed that the event was attributable to user-initiated duplicate meal announcements functioning as an unintended correction, which contributed to excess insulin delivery and subsequent hypoglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user technique and use error were the most probable causes.

Manufacturer narrative:
Initial